Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used in a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, on (B)(6) 2013, the nurse felt resistance when flushing the tube. It appeared that the peg tube was occluded. A gastrografin study was performed and it was found that there was leaking and extravasation. The peg tube got fractured or pulled out. When the physician attempted to remove the gastric tube, the bolster detached inside the intraperitoneal cavity of the patient. The patient's family requested not to remove the detached bolster. It was planned to place a new peg tube in 2-4 weeks after intra-abdominal inflammatory process subsided. The patient was reported to be discharged from the hospital on (B)(6) 2013 under hospice care.

Manufacturer narrative:
Patient's weight: (B)(6). (B)(4) for the reported event of feeding tube occluded. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.